Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5173839, model/catalog description: infinion cx lead kit, 50 cm.

Event description:
It was reported that the patient's lead had migrated which caused loss of stimulation. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.